Event description:
The user facility reported their century sterilizer was leaking water. No report of injury.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the sterilizer, and identified a crack in the drain funnel. The technician confirmed the drain funnel cracked from normal wear and usage. The technician replaced the drain funnel, tested the unit, and confirmed it to be operating according to specification.